Event description:
The patient was undergoing a microneurosurgery procedure for a subarachnoid hemorrhage using an apollo system generator. During the procedure, the power button would not stay depressed on its own and had to be manually depressed for the remainder of the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: there were no visible damage to the exterior of the apg1 and app1. Conclusion: the complaint has been evaluated. The complaint indicated that the apg1 power button would not stay on. Evaluation of the returned device was confirmed. The apg1 power button would not stay on during the functional test. The cause of this complaint cannot be determined. Penumbra supplier quality has been notified. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.